Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Additionally, the pump time was incorrect. Although requested, the customer declined troubleshooting and declined to provide additional information.